Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter animas alleging the patient¿s blood glucose that day was 380 mg/dl with moderate ketones. A blank display screen was reported to have occurred on (B)(6) 2016 as well. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pumps settings were not recently changed. This complaint is being reported because the reported health event was attributed to an alleged device malfunction. Diabetes.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: the pump powers on with audible and vibratory features; the display screen remains blank and does not go to the verify screen. The pump cover was removed and a damaged/cracked screen was found. The display screen was replaced with a new test display screen in order to perform the required delivery accuracy test. The new test screen is fully illuminated when booting to the verify screen. Investigation steps 10, 11,13, 21, 22 and 31 were completed using the test display screen. The black box shows an unexplained por event on (B)(6) 2016 09:42; insulin deliveries never resumed. The last bolus delivery was on (B)(6) 2016. Alarm history shows only typical usage alarms. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No alarms occurred during testing. Battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).